Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a neurovascular diagnostic procedure, which was completed as planned by using the wired footswitch. No harm was reported to philips. Per information received the wifi indicator on the wireless pedal was solid red and the battery indicator was green. The philips field service engineer (fse) inspected the system onsite and could not replicate the issue, as part of the troubleshooting process, the philips engineer re-paired the wireless pedal. The issue reoccurred again and it was resolved by replacing both the wireless footswitch and the base station. After replacement, the system was returned to use in good working condition. This event is not associated with any ongoing field safety corrective action. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch was unable to connect wirelessly. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.